Event description:
This was a cardiac lead extraction case conducted in the or to remove one nonfunctioning medtronic j-preshaped pacing lead. After lasing in the v.cava sup and moving on to the ra, the physician stopped lasing because the lead was binding in the ra tip. The physician tried mechanical tension after approximately 90% lead removal by sls. A sternotomy was performed. The incident was identified by slow decline of arterial pressure and +tee. The patient has recovered with no further problems. No device was received for evaluation and no lot number was provided, so no internal lot history review could be conducted.

Manufacturer narrative:
Device was discarded and not returned.